Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the navigation system loses connection to the imaging system. The mobile view station (mvs) has to be rebooted in order to perform 3d-scans. Troubleshooting.